Event description:
It was reported that the pt had no stimulation. The scs ipg was unable to communicate with the pt programmer and the charger. The ipg also required frequent charging prior to this event. The device was explanted and replaced by a new device. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.